Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the lamp coolant reservoir did not hold coolant; when it was filled, it started to bubble. The customer observed smoke (vapor), and coolant leaked from the atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse discovered that the lamp coolant reservoir was near empty and found evidence of a coolant leak. Then, the cse tightened the hose fitting at the intercooler, refilled the coolant, and inspected for leaks. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the lamp coolant reservoir did not hold coolant; when it was filled, it started to bubble. The customer observed smoke (vapor), and coolant leaked from the atellica ch 930 analyzer. There are no known reports of visible flames, burning smell or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00184 on 14-jul-2025. Additional information (08-aug-2025): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) found leak at the radiator fittings, replaced radiator and ran auto check, which passed. Siemens further evaluated the event and determined that on the atellica ch 930 analyzer, droplets of lamp coolant material may leak from the photometer radiator. The droplets are observed directly below the radiator or just below the left cabinet door, contained inside the analyzer, and do not pose a safety hazard. The photometer lamp cooling system, including the radiator unit, is expected to maintain the lamp at the required temperature; however, a leak can cause the analyzer to stop processing when an insufficient level of coolant is detected and may result in customer downtime. The investigation conclusions code in the section h6 was updated to reflect additional information. The instrument is performing according to specifications. No further evaluation of this device is required.